Event description:
It was reported the patient underwent a hip procedure and was implanted with zimmer biomet products. Subsequently, the patient was revised due to loosening of the shell.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, b5, d1, d2, d4, d6a, d10, g3, g4, g6, h2, h6. D10: 00700006820 68mm cup size revision shell 66068370.

Event description:
It was reported the patient underwent a hip procedure on an unknown date. Subsequently, the patient was revised due to unknown reasons.

Manufacturer narrative:
(B)(4). D10: unknown cup unknown. Unknown liner unknown. Unknown stem unknown. G2: foreign: australia. Proposed component code: mechanical- head (g04). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d1, d4, g3, g6, h2, h6, h11. D1 & d4: updated to reflect ¿unknown cage¿ as prosthesis. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for the cage and screw. Complaint history review cannot be performed without product identification for the screw and cage. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.